Event description:
It was reported that the patient underwent patella resurfacing approximately eight (8) years following right knee arthroplasty due to pain. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - nexgen fixed bearing tibial tray size 7 catalog #: 00595405701 lot #: 62672480, nexgen prolong lps-flex articular surface size gh 10mm catalog #: 00596205010. Lot #: 62400630. G2 - report source - foreign: event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2023-03597. 0001822565-2023-03598.

Manufacturer narrative:
H6: component code: mechanical (g04) - femur the reported event could not be confirmed due to lack of information; no product, pictures, or medical records were provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent resurfacing of the natural patella to address pain and was implanted with a patella component. No devices were removed during this procedure.